Manufacturer narrative:
Additional information: h6-device evaluation: lens returned in a mirco-centrifuge vial with moisture and residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.00 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.